Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found bad plunger clamp. Fse replaced the plunger clamp and lld spring. The instrument was tested without further problem and was returned to expected operation.